Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found crack on lower left front corner of top case and crack on right plunger case. The reported issue was duplicated during the power up process and checking the reading of the battery which showed no value. The cause of the reported problem is due to normal wear, battery is over 7 years old. Repairs done to correct the reported problem: replaced the battery, performed preventive maintenance and all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the system failed. No patient injury reported.